Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 6 bd alaris¿ pump module smartsite¿ infusion set was either vacuumed, sucked or empty bag was vacuumed or sucked. The following information was provided by the initial reporter: bd alaris system pump modules alarming occluded - fluid side and either the drip chamber was vacuumed or sucked in or the empty bag was vacuumed/sucked in (but not both). Witnessed with different medications, with different tubing sets (2426-0500, 2260-0500, 11532269), with chemolock product (closed system transfer device, ICU medical) and without.

Manufacturer narrative:
After further review, this complaint has been determined to be not reportable, since this incident will not lead to serious injury or death. Please consider MDR MFR# cancelled. H3 other text : see h.10.

Event description:
It was reported that 7 bd alaris¿ pump module smartsite¿ low sorbing infusion sets had flow issues during use. The following information was provided by the initial reporter: "observed the following incident six times today and nurses report that it has been happening in the past 1-2 weeks. Bd alaris system pump modules alarming "occluded - fluid side" and either the drip chamber was "vacuumed" or "sucked" in or the empty bag was vacuumed/sucked in (but not both). Witnessed with different medications, with different tubing sets (2426-0500, 2260-0500, 11532269), with chemolock product... And without. No changes in compounding practices or nursing infusion practices reported. No patient impact.".